Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the pcu shutting down during use was due to a manual shutdown performed by the user, according to the log review and the returned device is in good condition. The result of alaris system maintenance test on the suspect device was recorded within normal values. The laboratory test results did not identify a turned off during the programmed infusion; on each occasion the pcu used was manually powered off, according to the review of the logs corresponding to the date of the reported incident. The battery and components are in good condition. The battery condition test was completed successfully with the new battery capacity measured at 3901 mah. The internal and external inspection of the returned device did not identify any conditions that could be attributed to the reported events. All parts inspected were manufactured by bd. The event date was reported as 06dec2025 at 7:14 am. The suspect pcu logs were retrieved from the systems to ascertain event details associated with the reported issue. A review of the pcu battery and error logs showed no connection or activity throughout the entire day of the reported event. The next log analysis shows the last infusions and activity on the reported event. At 5:37 am, the suspect pcu was powered on, with pump module (sn: 16656981 / channel a) pvi = 0 ml, pump module (sn: 16572915 / channel b) primary volume infused (pvi) = 1718.22 ml and pump module (sn: 16580475 / channel c) pvi = 659.28 ml. From 5:37 am ¿ 5:38 am, the pump module (sn: 16656981) was programmed with a guardrails drugs infusion of drugid=510 (propofol) with drug amount = 1000 mg, volume = 100 ml and patient weight = 65.5 kg; dose = 20 mcg/kg/min and concentration = 10000 mcg/ml. Rate = 7.86 ml/h and volume to be infused (vtbi) = 90 ml. The infusion lasted three (3) minutes, and 0.225 ml was infused. At 5:39 am, the system alarmed for occluded patient side; pvi = 0 ml. Then a minute later the system alarmed again for door opened to check IV set; pvi = 0.225 ml. At 5:40 am the user pressed key channel off and infusion stopped pvi = 0.225 ml. Then system was powered off. Per the alaris system user manual v12.3, the following should be performed when programming a device for infusion; do not use a device that appears to be damaged or has an irregularity in its operation. Send the device to biomedical engineering for repair. Medical devices should be maintained and cared for every six months or once a year, depending on their level of risk, their intended use, and their permanence in the human body. (The infusion pump alaris is classified as a moderate risk device and requires special controls because it is used for therapeutic purposes). The battery should be replaced every 2 years by qualified service personnel. Before the pcu is released for use, it should be plugged into a hospital grade ac outlet and the battery charged for at least 16 hours. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported pcu turned off during use was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 pc unit turned off three (3) times during use. Bd received additional information on 11 december 2025 through due diligence attempts. The event occurred on 06 december 2025 at 7:14am. It was reported that the issue occurred "as soon as it was ready to be used for the patient's medication" and "nothing was being infused at the time". There was no patient harm or injury according to the report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 pc unit turned off three (3) times during use. Bd received additional information on 11 december 2025 through due diligence attempts. The event occurred on 06 december 2025 at 7:14am. It was reported that the issue occurred "as soon as it was ready to be used for the patient's medication" and "nothing was being infused at the time". There was no patient harm or injury according to the report.